Manufacturer narrative:
The suspect device was returned by (B)(6) on (B)(6) 2004 to integra lifesciences corporation (integra) and evaluated. The following is a summary of the evaluation and conclusion: nature of the problem: released during surgery and pins cut patient's head. Evaluation: the 80 pound torque knob tested good on pressures of 20, 40, 60, and 80 pounds. The swivel base had a good positive lock with no rotational movement in the locked position. The device was functionally tested under pressure and when properly positioned, adjusted, and locked, integra was not able to duplicate a condition that would cause the skull clamp to release while in the locked positon. The device performed properly. Conclusion: based on the nature of the problem information provided by(B)(6), and integra's evaluation results, no direct conclusion could be determined as to how or why the device allegedly came off the patient's head and scratched the skull causing a four inch wound. Corrective action: none required. However, as an aid to the neuro-surgery staff at (B)(6), integra will send a cd copy of "mayfield proper skull clamp positioning". The staff should find this useful.

Event description:
The patient was positioned in a lateral position and the mayfield head piece was attached to the skull with the pins. The mayfield headrest came off the patient's head and the pin scratched the skull when it came off. The patient sustained a four inch laceration and the physician had to suture the wound.